Event description:
The patient in 1978 had bilateral placement of silicone breast gel-filled implants. Within 15 months she developed symptoms of fatigue, flu-like symptoms, arthralgia and generalized discomfort. She had a weakly postive rheumatoid factor. Both implants were removed because of rupture and replaced in 1980. She continued to have fatigue, particular pain and burning in the right arm, burning pain of the neck and chest wall and changes in her neurocognitive ability. She has possible sjorgren's syndrome. The patient had a bilateral periprosthetic capsulectomy with removal of the implants. The physician states that the right implant was sticky and apparently ruptured the left was less sticky.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: unanticipated, invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. The device was destroyed/disposed of.